Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer's blood glucose (bg) level increased to 356 mg/dl with high ketones that a healthcare provider determined to be dangerous/life threatening. As a result, customer went to the emergency room and was subsequently hospitalized in intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital on (B)(6)2025 with the issue resolved and no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.